Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01383. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(4) 2009 to treat stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent a cystography due to bladder perforation.

Manufacturer narrative:
Date sent to the FDA: 01/29/2014. It was reported that following insertion the patient experienced pain, infection, urinary problems and bladder (organ) perforation (not indicated in outcome checklist). It was reported that the patient underwent mesh removal and cystorrprhaphy on (B)(6) 2009 due to bladder perforation.(B)(4).